Event description:
It was reported that noise was observed on the right ventricular (rv) riata lead. Rv lead failure was suspected. The patient was to be seen by an electrophysiologist to determine further steps, including possible repositioning. The rv lead was being monitored. There were no patient consequences.

Event description:
New information received indicated that the right ventricular (rv) lead was explanted and replaced. The patient was stable pre, during, and post-procedure.

Manufacturer narrative:
The reported event of sensing noise and fracture was confirmed. As received, a complete lead was returned in five pieces. A scanning electron microscope evaluation found all five filars of the inner coil were fractured proximal to suture tie impression. The cause of the reported event was due to a fractured inner coil, consistent with bending fatigue fracture.

Event description:
It was reported that noise was observed on the right ventricular (rv) riata lead due to a fracture. The patient was to be seen by an electrophysiologist to determine further steps, including possible repositioning. The rv lead was being monitored. There were no patient consequences.